Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient contacted the clinic after experiencing a vibratory notifier from their device. Upon review, remote transmission revealed high right atrial lead impedance. No intervention was reported. The patient was stable throughout.

Event description:
New information received noted the right atrial lead exhibited increased capture threshold. An x-ray was performed which noted the lead lost its slack. The lead was capped and replaced on (B)(4) 2019. The patient was stable throughout.